Event description:
It was reported that the user experienced a low blood glucose event with a dexcom g7 cgm reading of 69 mg/dl, which resolved to 93 mg/dl within an hour, and the user denied symptoms and did not treat with carbohydrates. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no injury and no medical intervention or hospitalization. Investigation included complaint handling and user education regarding proper low glucose treatment and monitoring. Investigation of this case revealed no device malfunction reported and no contributory device factors identified, with cause of the hypoglycemia event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.